Event description:
It was reported that the device started beeping continuously and would not stop during preventive maintenance. This was reported to bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a device that started beeping continuously and would not stop during preventive maintenance was not identified during investigation. A review of the event logs showed that the pcu was placed on maintenance mode on 23oct2025 and 18nov2025. On 18nov2025 at 9:21 am changed the time of day and displayed the error logs; however, on 23oct2025 it was observed that the user performed tests according with the preventive maintenance. No errors or malfunctions were observed on any of the previously mentioned dates. Upon powering on the suspect pcu in the ¿as-received¿ condition, the power on self-test (post) did not display any error messages. No issues or anomalies were observed in this instance. Subsequently, a dchu laboratory testing pump module was attached to the returned pcu and an infusion of 100 ml/hr with a duration of 24 hours was programmed. Subsequently, an optimal battery conditioning test was performed on the returned pcu to replicate the reported issue. After 18 hours, the pcu completed the test, no issues or alarms were observed on this instance. Finally, a preventive maintenance (pm) using alaris system maintenance (asm) v12.5 was performed. The device passed all the tests and no issues or alarms were noted. A review of the error logs showed two (2) error codes 120.4610.0 (psp charge level low failure) on 21oct2025. The system on key becomes the power off key any time the bd alaris¿ system is in a watchdog state. The watchdog state is identified by: ¿ a constant loud audio tone that cannot be silenced. ¿ a non-responsive keypad. ¿ a flashing red arrow above the system on key. The system performs a self-check during power up. The pcu should beep. If the system fails the self-check, remove the failing pcu or module from use. If the system fails any part of the self-test, the pcu or affected module must be removed from use and inspected by qualified personnel. If a device or accessory is dropped or severely jarred, take the device out of use immediately. Do not use a device that appears to be damaged. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces, moving parts on the devices, power cords, and tamper evident labels. If you observe damage of any kind to the device or tamper evident labels, or find the device does not function as expected, return it to biomedical engineering for repair. There was no patient involvement. The alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause for the reported device that started beeping continuously and would not stop during preventive maintenance was not identified during investigation. The suspect device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device started beeping continuously and would not stop during preventive maintenance. This was reported to bd representatives during site visit. There was no patient involvement.